Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The plates were returned for evaluation; however, the grafts were not available. Both plates were found to have damage around the screw holes as well as to the set screws. It is unclear whether this occurred due to the impaction used to advance the assembly or during removal of the implants. It's possible the grafts and plates may have disengaged during impaction, or due to pseudarthrosis, or other factors such as excessive force/trauma. At eight months post-operative, fusion would typically be expected. If fusion has not occurred, it is possible that the allograft bone has begun to resorb. Material specifications of the returned implants were checked and found to be correct. The exact cause of the reported issue cannot be determined.

Event description:
The patient underwent a two level acdf in (B)(6) of 2017 with coalition agx allografts and rp plates at c5/6 and c6/7. Initially, radicular pain was gone post-operatively. However, the patient returned with severe deltoid weakness in (B)(6) of 2018. It was found that the allograft tissue had separated from the plate and collapsed.